Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" appears to have impacted on the event as reported. As indicated in the IFU (instructions for use) precautions sections: - exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: during procedure both lpvs and rspv were isolated without issue. When going to the ripv the catheter was inside the sheath with the wire. When the sheath was in place the consultants tried to advance the wire and found it to be stuck. The wire could not be advanced or retracted out of the farawave. So, the farawave was removed from the patient with the wire inside. Once the farawave was outside the patient, it was clear the wire was stuck in the lumen inside the catheter. As they pulled, the wire it pulled the farawave into basket and flower without moving the slider. Eventually after using a lot of force to get the wire out, it had frayed/destroyed the wire. It was then decided to open a new farawave catheter due to the lumen of the old catheter being damaged and trapping the wire inside.